Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. The homechoice received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing on the device. A visual inspection was performed. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause was determined to be a use error, tidal total ultrafiltration removal set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a high drain alarm while performing peritoneal dialysis therapy on a homechoice machine. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patient's fill volume in standard mode. When the patient manually drained, it was reported that they were not overfilled. The nurse was able to clear the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.